Event description:
No sample or picture are available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to 1) insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert, 2) sticky loading pins failure in the ivenix lvp, causing set misloaded issues. The current process controls detection include a torque test is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch record fa25d09020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: "cassette loading error on two different pumps cleaned gold contacts on cassette and re-loaded. Tried a different pump. Then changed tubing and was able to continue infusion successfully. Pump used: 9251578815 and 9251769730. Patient harm: no. A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.